Event description:
It was reported the polyloop failed to detach from the coil sheath during lower gastrointestinal procedure. Emergency removal was done by cutting off the handle of the device and performed emergency removal in line with IFU. There were no reports of patient or user harm. Additional information has been requested but not available at this time.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h6, h9. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.